Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/7/2018. Also on 8/7/2018, mentor received additional information: explantation date: (B)(6) 2018. The patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 800cc saline prostheses on (B)(6) 2018; catalog # 3502800, s/ns (B)(4). Device evaluation summary completed on 8/16/2018: the device was received at mentor without fluid. White and yellow material were observed within the device. During initial evaluation the device appeared intact. Leak testing was performed according with mentor procedures and it revealed a rent on the posterior aspect, measuring approximately 1 cm. Microscopic examination of the edges of the rent gave no indications as to cause. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record (DHR) for the lot number 7481238 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. At this time is not possible to determine the origin of the white and yellow material. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 7/13/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round high profile 630cc saline prosthesis, catalog: 3503630, serial number: (B)(4), lot: 7472995. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round high profile 630cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information: explantation date: (B)(6) 2018. (B)(4).